Manufacturer narrative:
6/26/97-supplementall report #2 submitted to FDA.

Event description:
The device was applied during a laparoscopic cholelcystectomy procedure. Reportedly, the jaws of the instrument scissored. The surgeon applied another device to complete the procedure. The hospital has reported that no pt injury occurred.